Event description:
Customer reported that the insulin pump's battery life was shorter than normal. Customer also reported that the insulin pump's display was blank. After inserting a new battery, the display returned. Customer reported that the insulin pump returned an error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. No alarms could be verified due to the blank display. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.